Manufacturer narrative:
Addition serial number included in this report: (B)(4). No devices were returned for evaluation. The results will be submitted as they become available.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. This report summarizes six malfunction events where midwest e pro 1:5 handpieces overheated. There were no injuries in any of the events.